Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise which lead to non-sustained ventricular oversensing. All other electrical measurements were normal. On (B)(6) 2017, the patient was brought into the clinic, and the lead continued to exhibit noise. No further information was available.

Manufacturer narrative:
Describe event or problem was modified to correct typos.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise which led to non-sustained right ventricular oversensing. All other electrical measurements were normal. The patient was brought into the clinic on (B)(6) 2017, and the lead continued to exhibit noise. No further information was available. New information noted that the lead was capped and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.